Event description:
It was reported by pt, she received a hip replacement in 2005, shortly after, it was discovered that the liner had slipped. Since then her gate has been off. She had an MRI and was recently told that it appears she may have a herniated disk. Pt was revised.

Manufacturer narrative:
Add'l info has been requested and if received will be supplied on a supplemental report. Device not returned. No investigation will be performed.